Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 1.50mm x 15mm was returned to the complaint investigation site (cis). A visual and tactile examination identified no issues with the hypotube shaft. A visual, tactile and microscopic examination identified no issues with the outer / mid-shaft sections or the inner lumen of the device, and no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material above the markerband. A microscopic examination of the markerband identified no damage. Bumper tip showed signs of distal tip damage. A leakage testing was performed. The device was attached to an encore inflation unit. A pinhole was located above the markerband of the balloon when inflating to rated burst pressure of 14 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during third inflation at nominal pressure for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during third inflation at nominal pressure for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.